Manufacturer narrative:
Information contained in this record was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified the device was broken, missing shell and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: broken crease sharp and stress marks. Based on the device analysis the final assessment is: a broken crease sharp assessed as fold flaw opening and missing shell assessed as inconclusive. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device has been explanted.